Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The break site is damaged in a manner that is consistent with contact with a guide wire. Due to the condition of the returned device a dimensional and functional evaluation is not possible. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a knee procedure, the drill bit broke in the patient. Patient injury or complications were not reported. No further information has been provided.